Manufacturer narrative:
The reported events of uncomfortable stimulation after therapy has been turned off and stimulation that cycles on and off on its own was not confirmed. The returned ipg passed all functional testing (bench and autotest). While monitoring with an oscilloscope, the output stimulation levels were as expected and the output stimulation did not turn off or on by itself. No root cause was identified for the reported issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced uncomfortable stimulation even after therapy was turned off. Troubleshooting was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the ipg was explanted.